Event description:
It was reported that the rigid video laparoscope had an error 216 and the image was cutting out. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation. The video cable is broken a root cause could not be identified. Based on the results of the investigation, it was likely that the most probable cause the video cable being broken and therefore the image not being displayed was traced to component failure, and for the scope communication error 216, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.